Event description:
The original surgery occurred on (B)(6) 2024. Dr had a patient receive normal 1-month post-op x-rays during routine follow-up. After reviewing the x-ray dr noted that the bottom screws were backing out. Dr then performed a revision on (B)(6) 2024 to remove the plate. The hospital disposed of the plate. No x-rays were provided. No images of the plate, coverplate, or screws were provided.

Manufacturer narrative:
Since the devices have not been returned for further analysis and no x-rays were provided, the exact cause of the cover backout is unknown.